Manufacturer narrative:
A product investigation based on the provided x-rays was completed: product was not returned and no lot number was provided. Based on the returned x-rays it was confirmed that the screw in the left leg has broken. No additional information regarding the complaint condition could be determined based on the images therefore further investigation will not be performed. The complaint was confirmed. Replication of the complaint condition is not applicable. Dimensional inspection is unable to be performed based on the images. This report is for an unknown 7.3mm imf screw (pin). Partial potential part numbers x08.8xx-.9xx and x09.6xx-.9xx provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient age and weight not available for reporting. Number 510k: this report is for an unknown imf screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4) used to capture need for additional medical intervention to remove the broken device. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a young boy, between the age of (B)(6), was implanted with two unknown synthes pins (7.3 mm screw2s) on (B)(6) 2011 to address slipped capital femoral epiphysis (scfe); one pin was implanted on one each side of his body. The pins were drilled into the patient's femoral head. Approximately two months after the surgery, the patient's symptoms grew worse, the child was reported to still limp and could not walk fast of for long periods of time. An x-ray taken in (B)(6) 2011, revealed that the pin on the left side (left femur) of the patient's body (the affected side) had broken. The child was reported to have developed arthritis around the joint. The orthopedic surgeon assessed that the broken pin needed to be removed. The child was revised on (B)(6), 2012 when the broken pin was difficult to remove and the surgeon had to cut/slice the child's femoral bone to remove the broken implant. This required the one pin being replaced with five non-synthes devices. The previously implanted pin (on the child's right side) was left implanted. The child now needs a wheelchair and/or walker to ambulate. The broken implant that resulted in the revision is addressed in com (B)(4). This report addresses the difficult removal of the device and the medical intervention required to do so. This is report 1 of 1 for (B)(4).